Event description:
It was reported that on (B)(6) 2023, a patient presenting with an iatrogenic dissection was treated with a gore® viabahn® endoprosthesis with propaten bioactive surface in the right external iliac artery. An anticoagulant or antiplatelet used in the procedure. Successful primary hemostasis or disappearance of thrombosis of pseudoaneurysm was achieved before closure of access site. All vsx device delivery catheters were successfully removed and the study device was patent. A second gore device, gore® excluder® iliac branch endoprosthesis was placed to the right common iliac branch for aneurysm dissection. There is no other information provided for the second device. On (B)(6) 2023, the patient was noted to have significant stenosis with increased parietal thrombus in the right internal leg. The adverse event is noted to be related to a stent thrombosis. Treatment was required however the type of treatment was not specified.

Manufacturer narrative:
Additional information including device information, patient information and details regarding the planned reintervention was requested from the hospital were not provided. Patient imaging was not provided to confirm the reported occlusion. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of the occlusion and assign a root cause. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to device occlusion.

Manufacturer narrative:
H3: device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2023, a patient presenting with an iatrogenic dissection was treated with a gore® viabahn® endoprosthesis with propaten bioactive surface in the right external iliac artery. An anticoagulant or antiplatelet used in the procedure. Successful primary hemostasis or disappearance of thrombosis of pseudoaneurysm was achieved before closure of access site. All vsx device delivery catheters were successfully removed and the study device was patent. A second gore device, gore® excluder® iliac branch endoprosthesis was placed to the right common iliac branch for aneurysm dissection. There is no other information provided for the second device. On (B)(6) 2023, the patient was noted to have significant stenosis with increased parietal thrombus in the right internal leg. The adverse event is noted to be related to a stent thrombosis. Treatment was required however the type of treatment was not specified.